Event description:
It was reported that during non-sustained vt episodes, intermittent undersensing was observed. Review of the episodes confirmed the intermittent undersensing. Programming changes were recommended.

Event description:
New information received notes that episodes of non-sustained ventricular oversensing were observed via remote transmission. Review of the remote transmission revealed intermittent undersensing on the ventricular channel due to atrial pacing. Programming changes were recommended.

Event description:
New information received notes programming changes were made. Another instance of non-sustained rv oversensing episodes was observed via remote transmission. Review of the episodes revealed the same issue continued to be observed. Programming changes were recommended. The patient will be brought in for further evaluation.

Event description:
New information received notes that episodes of non-sustained rv oversensing were observed via remote transmission. Review of the transmission revealed intermittent undersensing. Programming changes were made. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).